Event description:
Pt had bilater implants placed in 1974. Progressive hardness and suspected rupture and calcification necessitate removal. Implants (2 different mfrs) confirmed to be ruptured on removal.